Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker was found in backup operation. It was noted that the reason behind the back up was due to event queue overflow. Programming changes were performed. There were no patient consequences.